Event description:
Olympus was informed that toward the end of an unspecified procedure, the tip of the device broke off and fell inside the pt's abdomen. The probe tip was retrieved successfully from the pt. It was stated that an error message sounded on the generator after the device broke off. The physician stated that the resident applied to much force on a thick tissue. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time,t his report will be supplemented.